Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room on (B)(6) 2018 with complaints of blood in stool starting on (B)(6) 2018. On (b)(6 2018, patient¿s hemoglobin (hgb) was 8.6 g/dl, hematocrit (hct) was 26.7 percent, prothrombin time (pt)/inr was 25.7/2.6 seconds, and partial thromboplastin time (ptt) 34 seconds. Patient was taking coumadin 5 mg daily and aspirin (asa) 81 mg on mondays, wednesdays and fridays at time of event. Patient was transfused with a total of 7 units of packed red blood cells (prbc's). Coumadin and asa were placed on hold. On (B)(6) 2018, colonoscopy revealed extensive blood throughout the colon. Active bleeding seen in the region of hepatic flexure that appeared to be diverticulum. Area was clipped and injected with epinephrine with resolution. Coumadin was resumed on (B)(6) 2018, asa resumed on (B)(6) 2018. Patient discharged to home on (B)(6) 2018 with hgb at 10.1 g/dl, hct at 32.3 percent, pt/inr at 17.3/1.7 seconds. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.